Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they continued using the old lead and they tried to complete the surgery with success. It was reported that the patient was a man, was (B)(6) years old, and weighed (B)(6). The product would not be returned to the manufacturer. It was noted that this information was confirmed by the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3550-27, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-oct-2023, UDI#: (B)(4). Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a rep was in the operating room (or), and when they were to use the lead revision accessory kit found that the measurement did not coincide with the lead. The rep provided photographs of the products on the or table, and the labels of the lead and accessory kit. One of the photographs showed that the lead stylet which should have been 75 centimeters (cm) was longer than both the stylets included in the accessory kit which should have been 60 cm and 75 cm no symptoms were reported, and no further complications were anticipated.